Event description:
The reporter alleges the customer obtained back to back results of 493 and 96 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.